Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3169, UDI: (B)(4), serial: n/a, batch: 4395415.

Event description:
It was reported that one of the patient's supraorbital leads eroded through the skin. As a result, surgical intervention was undertaken wherein the entire system was explanted on (B)(6) 2025 to address the issue. It is unknown which lead eroded.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.